Event description:
It is reported that the patient presented to the clinic after receiving an alert. Episodes of non-sustained lead noise and loss of capture were observed on the ventricular channel. Review of printouts showed far-p oversensing, and vs events that fell into the cross-talk detection, which caused the algorithm to detect non-sustained lead noise. The capture threshold was reprogrammed, the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.